Event description:
It was reported that a receiver power issue occurred. On (B)(6)2025, the patient's hands were shaking. It was reported that the receiver would not turn on and they did not have a bg meter to check a finger stick. The patient's wife called paramedics. When they arrived at approximately 5:00pm they checked a finger stick and it was 706 mg/dl. The patient was taken to the hospital at approximately 6:00pm, their finger stick was around 738 mg/dl. The patient was treated with IV fluids and insulin. The patient was in the hospital for 11 hours. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). H2 correction h6 health effect - clinical code - correction to remove code 4582 no clinical signs, symptoms or conditions from the initial MDR as this code was documented in error.

Event description:
Subsequent to the initial MDR, a correction is required.